Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was triggered for low pacing impedance on the left ventricular (lv) lead. Undersensing and far field r-wave (ffrw) oversensing were noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.